Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was able to be confirmed but not duplicated. Pt800 and pt802 transducer faults are recorded in the events log, both successfully calibration. The combination of transducer faults at power-up/auto-zero with successful calibration of all transducer indicated that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently results in a bad auto-zero calibration at power-up and operational auto-zero checks. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer performed calibrations test and all transducer calibrations passed. The customer reported that there was no patient involvement.